Event description:
It was reported that during deployment the subject stent could not be completely pushed out after half of it was pushed out. The operator added instillation and tried again but the subject stent still was not able to be deployed. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the returned stent was found to be partially deployed. The stent delivery catheter was found to be flattened/crushed. The stent delivery catheter was found to be kinked/bent. The stent was found to be intact. The tip of the stent stabilizer was found to be missing. During functional inspection stent stabilizer/catheter friction functional test failed. The device was flushed. There was friction noted due to damaged stent delivery catheter. Stent partial deployment functional test was not performed as the defect was confirmed during the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on visual inspection. The device was analyzed. The stent returned partially deployed from the stent delivery catheter. The stent delivery catheter was found to be fattened/crushed and kinked/bent. The stent stabilizer was found to be broken/fractured. These defects caused friction during functional test. An assignable cause of procedural factors will be assigned to the reported and analyzed defects stent partial deployment, stent stabilizer/catheter friction and to the analyzed defects stent delivery catheter flat/crushed, stent delivery catheter kinked/bent, stent stabilizer broken/fractured during use, as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during deployment the subject stent could not be completely pushed out after half of it was pushed out. The operator added instillation and tried again but the subject stent still was not able to be deployed. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available.